Manufacturer narrative:
H3, h6: siemens healthineers completed the investigation of the reported event. Siemens healthineers was informed that the stent implanted was a sophy sm8 valve and a datasheet from the manufacturer of the stent was provided. The stent is labeled as mr conditional with the following conditions: - 1.5 or 3 tesla - spatial gradient magnetic field limited to 19t/m - whole body averaged sar (specific absorption rate) for 15 minutes exposure limited to * 2 w/kg (normal operating mode) * 4 w/kg (mode of first level-controlled operation) the system used during the procedure was the magnetom avanto fit biomatrix is a 1.5 tesla MRI system and the maximum static gradient of b0 field is 11 t/m. The last condition is not relevant in this case as the patient had only been positioned when he noticed the movement of the stent. No examination had been started, yet. As no conditions stated by the manufacturer have been violated, the cause for the movement of the patient's stent could not be determined. The magnetom family operator manual ¿ mr system and coils, syngo mr xa50 contains a statement regarding implants: "typical contraindications for mr examinations are: ¿ electronic implants, for example, dedicated pacemakers, stimulators, insulin pumps ¿ electrically conductive implants and protheses ¿ artificial heart valves, aneurysm clips ¿ artificial anus (anus praeter) with magnetic closure ¿ transdermal drug patches with metallic backings ¿ metallic spirals for contraception (iuds = intrauterine devices) ¿ metal splinter, especially in the eye (danger of retinal detachment) ¿ metals especially those containing ferromagnetic foreign matter ¿ transdermal or other similar implants (for example, body piercings, tattoos containing ferromagnetic material as well as magnetic piercings) exceptions for implants, heart valves and aneurysm clips as listed above: ¿ if these are classified as ¿mr safe¿, then they are not contraindicated. If these are classified as ¿mr conditional¿, then special conditions apply, which are listed under exceptions. The adherence to them is in the responsibility of the mr operator and the qualified physician. In general, mr examinations performed despite these contraindications are the responsibility of the physician. Exceptions: certain implantable medical devices have been cleared, approved and/or licensed by the competent governmental authorities and/or labeled by the device manufacturer as ¿mr conditional¿. For such implantable medical devices, the previously mentioned list of general contraindications and the warning may not be applicable in its entirety. It is the responsibility of the (implant) device manufacturer to declare an implantable medical device as mr conditional if appropriate and to define the conditions (constraints) for safe mr scanning. The mr operator must be aware of any such conditions for mr scanning. It is the obligation of the mr operator to assure that these conditions are strictly adhered to. To obtain these specific conditions the mr operator may refer to the labeling of the implantable medical device or contact the device manufacturer. Siemens healthineers does not assume responsibility or liability for the operation of the mr system with any implantable medical device. Especially, siemens healthineers is not responsible for controlling technical parameters of the mr system other than those defined by the normal operating mode, the first level controlled operating mode and the data provided in the system owner manual, such as spatial gradient field plots." This complaint has been closed. No further action is deemed necessary.

Manufacturer narrative:
According to the complaint description a pediatric patient had a control mr scan after the placement of a peritoneal ventricle shunt. Right after being positioned on the mr table, the patient informed his mother, who was present in the examination room, that he felt movement of the shunt in the abdominal region. During the complaint investigation, we were informed that the stent implanted was a sophy sm8 valve and a datasheet from the manufacturer of the stent was provided. The stent is labeled as mr conditional with the following conditions: 1.5 or 3 tesla. Spatial gradient magnetic field limited to 19t/m. Whole body averaged sar (specific absorption rate) for 15 minutes exposure limited to: 2 w/kg (normal operating mode); 4 w/kg (mode of first level-controlled operation). The used magnetom avanto fit biomatrix is a 1.5 tesla MRI system and the maximum static gradient of b0 field is 11 t/m. The last condition is not relevant in this case as the patient had only been positioned when he noticed the movement of the shunt. The examination had not been started at that time. As required, we informed sophysa, the manufacturer of the implant, about the complaint. According to the information received from the manufacturer, the child felt a discomfort when the metallic parts in the valve under the skin were attracted by the permanent static magnetic field, during the installation on the exam table, before imaging. Thus, the MRI examination had been cancelled. The manufacturer recommends in this case to put a compressive bandage above the valve implantation site. Afterwards, the postponed MRI has been done successfully. Furthermore, we received the following information from sophysa sa, the manufacturer of the implanted valve: "the case was related to a child who was implanted with a shunt to threat hydrocephalus in the lumbar part, not in the brain part. In this specific implantation configuration (surgeon decision, mainly based on the patient clinical picture), the cerebro-spinal fluid in excess is diverted from the intrathecal space in the lumbar area up to the peritoneum and the valve which controls the quantity of diverted fluid is located at the flanc, under the skin, just above the iliac crest. Suturing the valve to surrounding tissues is what is recommended in our instructions for use but sometimes it is not easy for surgeons in this area. As claimed in our IFU, the valve is mr conditional since it includes metallic parts (connectors to catheters). It also includes micromagnets to percutaneously change the operating parameter (this is a purely passive mechanical device, we can only change the hydrodynamic resistance by moving a flat spring through magnetism) using a specific external strong magnetic adjusting instrument, manipulated by surgeons only. So, the valve is compatible with MRI up to 3t, meaning it will not be destroyed, but this specific model is not MRI stable, unlike other models we have in our portfolio. So, the operating parameter maybe adversely modified during the imaging, this is the reason why in the IFU, we state a systematic check after MRI, using the reading instrument or through x-ray and re-adjustment to the initial position specified in the personal implant patient card if needed." Taking into consideration the information received from sophysa sa, the valve manufacturer, there was no malfunction, no adverse event and no risk for the patient. Thus, we close this complaint without any further measures.

Manufacturer narrative:
E1: the facility contact phone number is (B)(6). H3, h6: siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation.

Event description:
Siemens healthineers was notified of a potential adverse event that occurred during use of the magnetom avanto fit biomatrix system. A pediatric patient was undergoing a control mr scan after the placement of a peritoneal ventricle shunt (from the brain, under the skin to the abdominal region). The patient was placed on the mr table and positioned. Right after being positioned the patient informed his mother (who was in the room with him) that he felt movement of the shunt in his abdominal region. The patient was removed from the system and evaluated by the team that had operated on him. The information available to siemens healthineers as of the date of this report communicated that no serious injury has occurred, but the patient will have to undergo another surgery to correct the placement of the shunt in the abdominal region.